Manufacturer narrative:
When the technician arrived at the account, he found the bed was lowering on its own when plugged in, due to a switch sticking on the siderail control. He replaced both the left and right siderail caregiver controls to repair the bed.

Event description:
The account stated that the bed goes up and down all by itself.